Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The user facility reported that the device would not zero. There was no pt injury reported.